Manufacturer narrative:
The device has not been returned for evaluation as of this report.if the device is returned a follow up report will be submitted.the contraindications in the user manual were were clearly outlined to the patient : caridac pacemakers-do not use this device if the patient has a demand type cardiac pacemaker or any implanted defibrillator. Device not received by manufacturer.

Event description:
It was reported that a patient experienced chest pain during a treatment with a tens unit. The patient has a pacemaker and a defibrillator. The patient's physical therapist said he could use this device. He has been using the tens unit multiple times, and experiencing chest pains twice during the use. Both times he was lying down, and the chest pains stopped after he turned the unit off. The patient was told by our company to stop using the tens device and consult his physician.